Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump issued an alert 41 following a restart, identified as an insulin shaft rewind error, after which the device was replaced and the patient was instructed on backup therapy and device shutdown. Symptoms included no change in blood glucose. Outcomes included no injury, no medical intervention, and continued therapy using backup methods until replacement. Investigation included user guidance to verify charge level, perform a restart, confirm whether the alert occurred during insulin delivery, and review delivery alarms if indicated. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.